Manufacturer narrative:
Upon receipt, the pump presented clear evidence of abuse. The pump and charger case must be replaced. The touchpanel has lcd segments that were not functioning. The lcd segments make-up the numerical readout on the touchpanel. Therefore, as an example, an eight (8) might be presented as a six (6), if there were two burnt out lcd segments. The pump was otherwise functional upon receipt. The following part replacements and adjustments were performed: replacement- touchpanel, pump case, charger case, transducer assembly, cassette tube assembly, cassette latch, dc charger connector; adjustment: occlusion alarm, empty alarm, and power supply.

Event description:
An overdelivery event occurred resulting in an injury, illness or death, and that medical intervention was neccesary, but no details were given.